Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, vessel restenosis occurred. Index procedure: (B)(6) 2011 - the patient presented with silent ischemia. The 95% stenosed, target lesion was 14 mm long with a reference vessel diameter of 2.5 mm, located in the mid left anterior descending (lad) artery. The physician pre dilated the lesion with an unknown balloon catheter and placed a 2.5 x 16 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2013 - the patient presented with complaints of chest pain associated with shortness of breath and was hospitalized on same day. The lad was 80% stenosed just beyond the patent previously placed study stent and 95% stenosed in the diagonal. The physician treated the mid lad with the placement of a 2.5 x 20 mm promus element stent. Following post dilatation, residual stenosis was 0%. The physician also treated the 1st diagonal with balloon angioplasty and placement of a non-bsc bare metal stent. Following post dilatation residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).